Event description:
Information received on a smiths medical fluid warming/level 1 trauma fast flow systems - h-1200 disposable error, tried replacing. No patient adverse events reported.

Manufacturer narrative:
Device analysis: one smiths medical fluid warming/level 1 trauma fast flow system was returned for analysis in a good condition. During analysis, the reported issue was able to be duplicated. It was noted that filter holder assembly was faulty and was the cause of the reported issue. Service replaced the filter holder assembly to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.